Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used the pacific plus to pre-dilate a severely calcified lesion with little tortuosity in the superficial femoral artery as per IFU. The device was prepped and loaded with no resistance encountered, or excessive force used advancing the balloon to the lesion. It was reported the balloon ruptured when fully opened on first inflation, at 8atms 20 seconds after inflation. Another device was used to completer the procedure with no further issues noted. The device was being used for pre dilatation. No patient injury reported.